Event description:
A malfunction in a tandem pump was reported by the caller, indicated by malfunction code 12. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support in resetting the pump and was informed to contact support again if the issue recurred; the malfunction did not reoccur after the reset.